Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used viscous fluidic control (vfc) tubing set with the small parts tray (smpt) was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the gray connector was engaged to the console indicating the proper communication between the connector and the console. Silicone oil injection and extraction performed as intended. The pressure was stable in both injection and extraction settings. The plunger performed smoothly; radio frequency identification (rfid) connection to the console and the syringe to the adaptor/tubing securely engaged, not detached. No air leak or bubble occurred from the sample during testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. No contributing factors could be identified that could cause the customer¿s experience. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on current tracking, no adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
A physician reported aspiration failure of the viscous fluid control kit occurred during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.